Event description:
It was reported that the patient with this pacemaker had a phone inside the pocket which somehow affected the pacemaker that caused the patient to go to the hospital. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.